Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon eval, the monitor produced a segmentation fault during the flash test. Destructive testing revealed a separation between the copper pad and the laminate of the flash bga component u102 on ca board sn (B)(4). The cause of the inability to power on is the separation of the copper pad and the laminate of the bga component. The root cause of the separation of the copper pad and the laminate of the bga component cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.